Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture/corrosion was located in the keypad and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, moisture was observed behind the display lens. The pump was powered on and the display was found to be blank with normal audible tone and vibration. A leak test was performed and a leak was identified at the missing audio bolus button. The pump cover was opened and moisture was found on the printed circuit board and internal components.